Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found to be over infusing outside the amounts that mmdg considers non-reportable. The pump appears to have been serviced by a third party servicer, where the volumetric accuracy testing was done incorrectly. The pump was repaired and will be returned to the user facility.

Event description:
The initial reporter stated that the pump was ending its programmed infusion earlier than it should have. During follow up from mmdg, the initial reporter stated that this occurred during testing. There was no patient involved. (B)(4).